Event description:
Pt alleges concentrator caused a fire at an assisted living facility causing damage. Pt was hospitalized for smoke inhalation. Pt smokes but alleges was not smoking at time of fire.